Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (01/31/2015). The patient¿s test strips have been returned on 1/7/2015 and evaluated by lifescan product analysis on 1/19/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch verio iq meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient could not remember when the meter issue began. The patient obtained a reading of 201 mg/dl¿ from the subject meter compared to ¿161 mg/dl¿ obtained from a lab device taken within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. The patient manages her diabetes with fixed-dose insulin. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged meter issue. The patient claimed to have developed the symptom of ¿dizzy¿ on an unknown date/time after the meter issue began; however she denied having received any treatment. At the time of troubleshooting, the csr noted that the patient was using an approved sample site, the subject meter was set to the correct unit of measure setting, the patient was using the correct testing technique and the patient did not have control solution available. The patient also did not have test strips available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptom of ¿dizzy¿ does not meet lifescan's criteria for a serious injury. The patient did not receive treatment as a result of the alleged issue. The alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (12/14/2014). The patient¿s meter has been returned on 11/6/2014 and evaluated by lifescan product analysis on 12/3/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.